Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary according to the information received, it was reported that during a shoulder arthroscopy, the suction of 1 vapr cp90 (228146; lot: u2008009) was blocked, before it was in-sito. They uses a new vapr cp 90 electrode. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The suction tube shows saline and blood residues. The electrode tip shows signs of activation and biological residues. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris around the active tip. Tissue debris visible inside active tip suction port; also, procedural residue in suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. During the functional test, the flow test was failed. A DHR review has been performed for the complaint device lot number u2101134 which was manufactured in feb 2021; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction was blocked with the returned complaint device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. This point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy surgery on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device was blocked before it was in-situ. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.